Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. No unexpected low battery alarm noted. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, battery power loss anomaly, unexpected motor noise anomaly or audio or beep anomaly noted during testing. The motor functions properly during testing. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose and also insulin pump was not working on (B)(6) 2019. The customer was treated with intravenous for potassium and saline water. Customer declined troubleshooting. The insulin pump will be returned for analysis.